Event description:
It was reported that the patient underwent surgical intevention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has reportedly been resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's scs ipg became inoperable following a spinal decompression procedure. A company representative confirmed the issue using the clinician programmer (cp). The cp displayed an error message: "no generator found." The representative attempted multiple times to connect to the ipg, but to no avail. I in turn, the patient may undergo surgical intervention as the next course of action.